Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the pump beeped, vibrated the display was blank. Caller stated there was no w32 (battery low) or m22 (battery empty) in the history. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.